Event description:
Prior to cataract extraction an anterior vitrectomy was performed on the left eye, surgeon felt that this would not affect the lens implant. The lens tore in half when it advanced through the cartridge and into the eye. Surgeon used forceps to remove the lens. Surgery was completed using another lens.